Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Maude report number- mw5064098.

Event description:
Dexcom was made aware on 08/23/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that the adhesive on the sensor was causing a rash and sometimes left the patient's skin burnt and extremely raw. Patient's mother stated that as a type 1 diabetic, the patient cannot have these reactions as they can cause major infections. Additionally patient's mother indicated that the patient was experiencing scarring. No treatment was sought from a medical professional and the affected area had been treated with over-the-counter antibiotic cream. It was further reported that the patient has a history of skin reactions to tegaderm as well as a history of eczema. At the time of contact, the patient was recovering from another skin reaction. No product or data was provided for investigation. However, photos of the reaction were returned for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.